Event description:
During a laparoscopic aortic bi-femoral bypass procedure, the device fired malformed clips that did not occlude the vessel. Another like device was used to complete the procedure. There was no patient consequence.